Event description:
It was reported that during an unk procedure, the clips failed to close proximally as required. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 8/11/08. Info anticipated, but unavailable at this time.